Event description:
The customer reported that there was no alarm for low saturation and multiple arrhythmia alarm conditions on pt. The pt coded and the customer stated that the pt had serious neurological damage after the code event.